Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal lioresal 2000mcg/ml at 515mcg/ml via an implantable infusion pump. The indication for use of the device was for spinal cord injury/disease and intractable spasticity. The concomitant medications and patient history were not reported. It was reported that the patient was seen for a scheduled refill, and upon routine interrogation it was noted that a motor stall had occurred and the warning that stopped pump may exceed recommended period. The logs showed a motor stall occurred on (B)(6) 2015, which was consistent with the date that the patient had an MRI. There was no log notation of stall recovery. Reservoir contents were emptied; the interrogation showed that the volume should be 5.3ml and 6.1ml was aspirated. The patient clinically had no symptoms of withdrawal or increased spasticity. It was noted that since the reservoir volume closely matching the interrogated volume and in light of the patient's clinical status not indicating problems, the clinician elected to refill the pump. The hcp felt that if the pump stalled (B)(6) 2015 and did not restart, the volume would be significantly higher. The issue was reported as resolved. The hcp had no further information. The patient status at the time of this report was "alive- no injury." No surgical intervention occurred or was planned. If additional information is received this report will be updated.